Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator was plugged into the ac outlet overnight while the patient slept at home. The next morning the caregiver discovered that the unit was functioning only on battery power and not ac. The device had alarmed as expected. The battery power was low and it appeared that the battery was not recharging. Another power cord was attached to ventilator and the unit was plugged into ac, but vent still only functioned on battery. Other wall outlets were also tried but unit did not detect ac power. The patient was manually ventilated while he was transferred to another ventilator. It was reported that his vital signs were stable. No serious patient injury was reported.